Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and moderately calcified lesion in the distal right coronary artery. A 2.25x15mm trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use; however, resistance was felt when removing the protective sheath. The bdc was advanced and resistance was felt with the anatomy. Once at the target lesion the balloon ruptured during the second inflation at 12 atmospheres. The procedure was successfully completed with a non-abbott balloon catheter and non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported balloon rupture and difficulty advancing the device in the anatomy appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.